Event description:
Medtronic received information that during preventive maintenance, this bioconsole displayed error code 54 (speed control). There was no patient involvement.

Manufacturer narrative:
Device mfg date was added to this report. In addition, the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Analysis: the service technician replaced the internal user interface cable assy to resolve the problem. In addition, the touch screen, front casting, detent washer, and gasket material was replaced. The unit performed without problems. Conclusion: the issue was identified during service and was due to a cable malfunction. No performance issues were reported by the customer. The user interface was repaired. (B)(4).